Manufacturer narrative:
Additional narrative: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a nonunion from a previous surgery in the femoral shaft/proximal femur was discovered. The surgeon removed a tfna device, used the ria to collect bone graft, and then inserted a 95 degree blade plate to correct the nonunion. No further information was provided. This report is for one (1) 10/125 deg ti cann tfna 440/right - sile this is report 1 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 h4, h6: part: 04.037.034s synthes lot: h474643 supplier lot: n/a release to warehouse date: october 18, 2017 manufactured by: synthes monument no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the received photo. The images were reviewed, and the complaint condition is not confirmed. After review of the x-rays provided, it is shown that a set of one tfna nail, one tfna blade, 2 locking screws screws and one end cap are present implanted on the patient in the femoral shaft/proximal femur area. The implants do not appear to have any defect or malfunction that could contribute to the nonunion condition or the adverse events reported by the patient. No other issues were found on the device. This complaint is not confirmed as a photo inspection does not show malfunction of the complaint device. A manufacturing record evaluation cannot be performed due to lack of lot number. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.